Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 4-5 on a patient with pre-existing chordal rupture, flail, and large coaptation gap. A triclip was inserted and deployed on the tricuspid valve. A second triclip xtw (50501r1058) was then inserted and deployed on the tricuspid valve. A third clip, a triclip xtw (50501r1057) was then inserted and grasping was performed. However, difficulties grasping the leaflets occurred, and the third clip (50501r1057) interacted with the second clip (50501r1058), causing the second clip (50501r1058) to detach from the lateral leaflet and remain attached to the septal leaflet (single leaflet device attachment/slda). The third clip was then removed from the patient and the procedure was discontinued. It was noted that difficulties visualizing the clips occurred during the procedure. No additional clips were implanted, and the tr remained at a grade of 4-5. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (caused damage) was due to procedural circumstances. The cause of the reported unable to grasp leaflets and difficult imaging were unable to be determined. The reported unchanged tr was a cascading event of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip g5 system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 4-5 on a patient with pre-existing chordal rupture, flail, and large coaptation gap. A triclip was inserted and deployed on the tricuspid valve. A second triclip xtw (50501r1058) was then inserted and deployed on the tricuspid valve. A third clip, a triclip xtw (50501r1057) was then inserted and grasping was performed. However, difficulties grasping the leaflets occurred, and the third clip (50501r1057) interacted with the second clip (50501r1058), causing the second clip (50501r1058) to detach from the lateral leaflet and remain attached to the septal leaflet (single leaflet device attachment/slda). The third clip was then removed from the patient and the procedure was discontinued. It was noted that difficulties visualizing the clips occurred during the procedure. No additional clips were implanted, and the tr remained at a grade of 4-5. There were no adverse patient effects and no clinically significant delay in the procedure.